Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The nozzle was clogged. After the nozzle was removed, the water feeding returned to normal. The clogging may have been caused by an unknown foreign material which could not be removed. Number one (1) keytop was damaged. The angulation was insufficient. The insertion section was wrinkled slightly. The channel port and suction port were slightly worn slightly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the nozzle on the evis lucera elite gastrointestinal videoscope was clogged with foreign material due to poor cleaning/insufficient or incorrect reprocessing. The issue was found during preparation for use for a diagnostic gastroscopy procedure. The patient was not under anesthesia. The intended procedure was completed with another scope with no surgical delay. The scope was used with the evis lucera elite video system center. No patient harm reported. The water supply status of the nozzle was inspected during the pre-use inspection and the air/water feed was unsmooth. There was abnormality of the scope in the usage check prior to the clogging. The nozzle did not clog during the procedure. The mh-946 injection tube was used for manual cleaning and automatic cleaning. No scratches were found on the mounting part of the mh-946 injection tube. The facility used a non-olympus automatic endoscope reprocessor (aer) to reprocess the scope. The nozzle had been replaced on (B)(6) 2020.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the foreign material, which clogged the nozzle, was body fluids/adhesive of chemicals used etc. Due to the previous reprocessing being incorrect. The following is included in the instructions for use (IFU) and may have helped prevent the event: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "Warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." "Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." "Manually cleaning the endoscope and accessories" "clean the external surfaces of the insertion section: while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges." "Take the insertion section out of the detergent solution and confirm that no debris remains on all external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end." "Flush the air/water channel with detergent solution" "remove detergent solution from all channels" "if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.